Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. This event is submitted as it was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding and required unspecified intervention. Multiple attempts to obtain additional information have been made. If additional information is received, it will be submitted in a follow-up report.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced excessive bleeding requiring an unspecified intervention. A 21g flexision needle and compatible forceps were used 7 times to biopsy the 3.3 cm lesion. The lesion was in the left upper lobe - inferior lingular segment. A diagnosis of carcinoid (benign) was obtained. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical, inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event. As of the date of this report, no new information has been obtained.